Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a manual fingerstick reading of approximately 500 mg/dl while the ilet indicated high glucose; the user had eaten earlier with a reported glucose of 180 mg/dl, performed a full supply, wears an infusion inset, and after troubleshooting with tubing fill and reconnection, subsequently changed the infusion site twice, with the second site showing a bent cannula. Symptoms included hyperglycemia without reported associated clinical symptoms. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, and available information was insufficient to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.